Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 683280) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dry eye ("dry eyes"), dry skin ("dry skin"), mucosal dryness ("dry mucous membranes"), renal pain ("kidney pain"), ear infection ("otitis"), ear pruritus ("itching in the middle ear"), tympanic membrane perforation ("perforated eardrum"), tinnitus ("tinnitus"), dizziness ("dizziness"), epistaxis ("epistaxis"), rhinorrhoea ("nasal drip"), urinary tract disorder ("urinary voiding problems"), cardiovascular disorder ("poor circulation (cold, pale hands and feet)"), abdominal distension ("swollen abdomen / bloating"), anorectal discomfort ("irritation when passing stool"), psoriasis ("psoriasis"), vision blurred ("difficulty focusing vision"), arthralgia ("pain in joints"), neck pain ("pain in neck"), back pain ("pain in back") and pain in extremity ("pain in right hand"). At the time of the report, the pelvic pain, dry eye, dry skin, mucosal dryness, renal pain, ear infection, ear pruritus, tympanic membrane perforation, tinnitus, dizziness, epistaxis, rhinorrhoea, urinary tract disorder, cardiovascular disorder, abdominal distension, anorectal discomfort, psoriasis, vision blurred, arthralgia, neck pain, back pain and pain in extremity outcome was unknown. The reporter considered abdominal distension, anorectal discomfort, arthralgia, back pain, cardiovascular disorder, dizziness, dry eye, dry skin, ear infection, ear pruritus, epistaxis, mucosal dryness, neck pain, pain in extremity, pelvic pain, psoriasis, renal pain, rhinorrhoea, tinnitus, tympanic membrane perforation, urinary tract disorder and vision blurred to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-mar-2021. The most recent information was received on 25-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 683280) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dry eye ("dry eyes"), dry skin ("dry skin"), mucosal dryness ("dry mucous membranes"), renal pain ("kidney pain"), ear infection ("otitis"), ear pruritus ("itching in the middle ear"), tympanic membrane perforation ("perforated eardrum"), tinnitus ("tinnitus"), dizziness ("dizziness"), epistaxis ("epistaxis"), rhinorrhoea ("nasal drip"), micturition disorder ("urinary voiding problems"), cardiovascular disorder ("poor circulation (cold, pale hands and feet)"), abdominal distension ("swollen abdomen / bloating"), anorectal discomfort ("irritation when passing stool"), psoriasis ("psoriasis"), vision blurred ("difficulty focusing vision"), arthralgia ("pain in joints"), neck pain ("pain in neck"), back pain ("pain in back") and pain in extremity ("pain in right hand"). At the time of the report, the pelvic pain, dry eye, dry skin, mucosal dryness, renal pain, ear infection, ear pruritus, tympanic membrane perforation, tinnitus, dizziness, epistaxis, rhinorrhoea, micturition disorder, cardiovascular disorder, abdominal distension, anorectal discomfort, psoriasis, vision blurred, arthralgia, neck pain, back pain and pain in extremity outcome was unknown. The reporter considered abdominal distension, anorectal discomfort, arthralgia, back pain, cardiovascular disorder, dizziness, dry eye, dry skin, ear infection, ear pruritus, epistaxis, micturition disorder, mucosal dryness, neck pain, pain in extremity, pelvic pain, psoriasis, renal pain, rhinorrhoea, tinnitus, tympanic membrane perforation and vision blurred to be related to essure. Lot number: 683280 manufacturing date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.